Manufacturer narrative:
Based on the information provided to date, no conclusion can be made as to the degree to which the mesh implant may have caused or contributed to the alleged patient outcome. At this time no medical records have been provided. Should additional information be obtained, a supplemental MDR will be submitted. Recurrence is a known inherent risk of hernia repair surgery. Regarding recurrence the warning section of the instructions-for-use states, "to prevent recurrences when repairing hernias, the prosthesis should be large enough to extend beyond the margins of the defect." Additionally, recurrence is listed in the adverse reaction section as a possible complication. Infection is a known inherent risk of surgery. Regarding infection the warning section of the instructions-for-use states, "if an infection develops, treat the infection aggressively. Consideration should be given regarding the need to remove the prosthesis. An unresolved infection, however, may require removal of the prosthesis." Additionally, infection is listed in the adverse reaction section as a possible complication.

Event description:
The following was reported to davol by the patient's attorney: on (B)(6) 2015 - the patient underwent surgery to repair an umbilical hernia and was implanted with a bard/davol ventralex st hernia patch. On (B)(6) 2016 - the patient underwent an additional surgery to repair a recurrent hernia after the ventralex st hernia patch failed and to remove the patch which is alleged to have been infected. The patient's attorney alleges the patient was injured severely and permanently and has suffered and will continue to suffer physical pain due to the alleged defective ventralex st hernia patch.

Event description:
The following was reported to davol by the patient's attorney: (B)(6) 2015 - the patient underwent surgery to repair an umbilical hernia and was implanted with a bard/davol ventralex st hernia patch. (B)(6) 2016 - the patient underwent an additional surgery to repair a recurrent hernia after the ventralex st hernia patch failed and to remove the patch which is alleged to have been infected. The patient's attorney alleges the patient was injured severely and permanently and has suffered and will continue to suffer physical pain due to the alleged defective ventralex st hernia patch. Addendum per additional information provided: (B)(6) 2015 - patient was diagnosed with incarcerated umbilical hernia and underwent open repair with implant of ventralex st mesh (device #1). Per operative notes "large umbilical hernia was noted and dissected. We used a medium sized ventralex st mesh for repair and was placed". 10-oct-2016 - patient underwent open repair of recurrent ventral incisional hernia with removal of infected mesh (device #1) and implant of allomax (device #2). Per operative notes, there were ¿hernia sac of the recurrent ventral incisional hernia. We excised the infected mesh (device #1) with the umbilicus and scar tissue with the surrounding granulation tissue. We then repaired the defect with allomax and was placed". Attorney alleges that the patient had adhesions, organ perforations, infection, hernia recurrence, pain, emotional injuries.

Manufacturer narrative:
Based on the information provided to date, no conclusion can be made as to the degree to which the mesh implant may have caused or contributed to the alleged patient outcome. At this time no medical records have been provided. Should additional information be obtained, a supplemental MDR will be submitted. Recurrence is a known inherent risk of hernia repair surgery. Regarding recurrence the warning section of the instructions-for-use states, "to prevent recurrences when repairing hernias, the prosthesis should be large enough to extend beyond the margins of the defect." Additionally, recurrence is listed in the adverse reaction section as a possible complication. Infection is a known inherent risk of surgery. Regarding infection the warning section of the instructions-for-use states, "if an infection develops, treat the infection aggressively. Consideration should be given regarding the need to remove the prosthesis. An unresolved infection, however, may require removal of the prosthesis." Additionally, infection is listed in the adverse reaction section as a possible complication. Addendum: this supplemental MDR is submitted to document additional information provided. Based on the additional information received, there is no change to the initial determination, no conclusions can be made. Review of manufacturing records confirms product was manufactured to specification. . It has been identified that this event was also reported to the FDA as 1213643-2018-03643. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Not returned.